Event description:
The customer reported an electrical fire. The device was in clinical use at the time the reported issue was discovered however, there was no harm to the patient or user.

Manufacturer narrative:
Date of report: 09/06/2018; date received by manufacturer: 06/20/2018. Additional information: (UDI); : the motor controller (mc) printed circuit board (pcb), power management (pm) printed circuit board assembly (pcba), central processing unit (cpu) pcba, and v60 blower assembly were returned to philips for evaluation. The mc and pm pcba revealed evidence of burn damage. All returned parts were installed into the failure investigation test ventilator. Several pins and coils were shorted on the pm pcba. Multiple pins were shorted on the mc pcba and a switch was shorted. The root cause for the reported issue is due shorted components on the pm pcba and mc pcba, which prevented the ventilator to power on. The short created direct current power failure.